Event description:
As reported, while using a bipolar muscle twitches but the monitor is not reacting, there was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Evaluation summary: the customer reports that the muscle was twitching with the stimulus delivery; however, there was no response on the screen. During repair of the mainframe, no malfunctions could be identified. Based on the reported information and the repair findings, the 'most likely' root cause of the event is misuse due to incorrect electrode placement.